Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with error log 199 was confirmed during product evaluation. This condition was caused by a blown 4 amp surface mounted fuse. This device will not be repaired at this time. Additional information: this involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 199 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.